Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer changed the cartridge, infusion tubing and site. There was no reported impact to the customer's blood glucose level. As the occlusions had occurred in the past and the supplies to the pump had been changed, tandem technical support was unable to troubleshoot to determine a possible cause of the occlusions.